Event description:
The following has been reported: biomed reported: " pump displayed an error stating pump error "service needed". There is no known patient harm or delayed infusion related to this issue. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.